Manufacturer narrative:
The two additional proglide devices are filed under separate medwatch report numbers. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices via a 6fr sheath, after a peripheral interventional procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with three proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.